Manufacturer narrative:
(B)(4). Batch # k5cv9w. The analysis found that one sc45a device was returned in good visual condition and with one ecr45d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Analysis does not confirm (verify) the reported failure. No further investigation will be conducted on this complaint. Complaint information will be included in complaint trending that is reviewed by the applicable franchise CAPA council on a regular basis to determine if further action is necessary. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a semi-open lobectomy, the jaws did not open after the fourth stroke of the second firing on the lung. The target tissue was removed from the closed jaws without opening the jaws. The target tissue was not damaged. The first firing was completed without any problems. Another device was used to complete the case. There were no adverse consequences to the patient.